Event description:
The reporter stated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens in 2008. The lens was explanted the following month, due to excessive vaulting. Subsequently the pt experienced elevated iop, narrowing of the angle and shallowing of the anterior chamber. An iridectomy was performed. The lens was exchanged for a shorter lens. At the last post-op visit the pt complained of a headache.